Event description:
It was reported the patient experienced a shocking or jolting sensation. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.